Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient's charger was stating his battery had a problem. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (battery problem) was confirmed. Upon receipt the battery was unable to power on a monitor and charge. Upon investigation one of the spot welds that connect the nickel tabs to the battery cells was unattached. The cause of the unattached spot weld was unable to be positively identified. No adverse event resulted from the defective battery. The patient was issued a replacement battery pack.